Event description:
On 4/8/92, the pt underwent a colon resection because of colorectal cancer. During surgery the detachable tip of the suction catheter became disloged into the pt's colon. On 4/23/92, the tip was palpated by the surgeon and removed without incident. The only other equipment used during the surgery was anesthesia monitoring equipment. The pt was discharged and returned several weeks later with an abcess. The physician did not place the tip as the cause of the infection. This report is sent to comply with the spirit of the law, even though it is late.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.